Event description:
It was reported that a 46-year-old caucasian female patient underwent a primary breast augmentation surgery with 425cc mentor memorygel breast implants. Post-operatively, the patient experienced internal itching in the breast area, dry skin, dry hair, urticaria, new food allergies, high white blood cell count, joint aches, pain on the left side, discomfort, and burning sensation. The patient also experienced a rupture of the right breast prosthesis, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2022-14141 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information. The impacted device was discarded upon removal. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On (B)(6) 2022, mentor received a photo of the device for evaluation. On (B)(6) 2022, mentor completed a visual inspection of the photo provided. Photo evaluation summary: according to the information reported, the patient experienced multiple symptoms of generalized illness. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. At present, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On december 26, 2022, mentor received additional information. The patient experienced bilateral baker grade ii capsular contracture. Manufacturer's reference number: (B)(4).